Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that intra aberrometry measurements were off by three diopters of sphere during a cataract procedure. The surgeon ended up going with original calculation. The patient is fine post-operatively. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.